Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded noise on the rate/sense channel that was oversensed and resulted in a non-sustained episode and pacing inhibition. The noise could not be reproduced and all lead measurements were good.